Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate and a cartridge change error occurred during the load sequence. Subsequently, the customer reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 200 units of insulin. Customer experienced an elevated blood glucose (bg) level. Bg value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received. The customer reverted to manual injections for insulin therapy.